Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cell was found defective and a replacement was required. Visual inspection was performed and found damaged head restraint bracket, thus confirming the reported complaint. In addition, front and bottom enclosures were observed damaged, bent battery clip and encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. Top cover, front and bottom enclosures and battery clip were replaced and sticky clutch was deburred to address the issue. The autopulse platform is a reusable device as well as a serviceable device and was manufactured in 2008. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The platform has also exceeded its expected service life of 5 years. Following the repair, the autopulse passed all testing successfully with no issue or faults observed. During functional testing, (ua) 07 displayed upon powered on the device, thus confirming the reported complaint. Review of the archive data indicated error messages (ua) 07 on the customer reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse displayed error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). They have tried to power cycle the platform; however, the error message persisted. In addition, the head restraint wires were observed damaged. No patient involvement was reported.